Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was displayed due to broken charged coupled device unit. The light transmission was lost or too low due to broken light guide bundle of the video cable section. However, the most probable cause for damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damage fiber bonding in the outer tube area (distal end), broken charged coupled device unit, no image, broken light guide bundle of video cable section and lost or too low light transmission. There was no patient involvement.